Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that cleo 90 infusion sets fell while the customer was playing outside. The site was replaced each time it fell off to resume insulin. No permanent injury reported. See MFR: 2183502-2016-01844 and 2183502-2016-01845.